Event description:
It was reported that the catheter broke when the patient removed it post-operatively. Follow-up with the nurse indicated that the patient had the remaining portion of the catheter removed, and the patient is doing fine.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter and the evaluation of the sample. One partial catheter was received for evaluation and investigation. Visual inspection of the catheter revealed the catheter was overstretched at the infusion segment and part of the mid catheter body. The distal tip was not received. A review of the lot history found no other confirmed complaints. Based on this information received and the evaluation of the catheter received, the technique used in the removal of the catheter most likely contributed to the reported incident. In the patient guideline insert, I-flow has provided catheter removal instructions to ensure safe removal. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.